Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged when slitting out the sheath. The doctor tried to re-position lead but could not find a stable position. The lead was attempted and not used. Another lead was used. The second lead was placed in a small branch and the lv lead would not capture at max output. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.